Event description:
A ventilator was returned to the manufacturer for service. There was no allegation of malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed to remain powered on. The device's power management board was found to be defective and needs to be replaced to address the issue. No repairs were performed. The device was scrapped.